Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) reported as of "at least a year ago" the consumer suddenly wasn't feeling stimulation on the right side of their body and their right lead location resulting in a loss of therapy. An impedance test was performed at 1.5 volts which showed lead 0-7 had a wide range of impedances; all contacts were greater than 20 ,000 ohms except on contacts 1, 4, and 7. It was noted contacts pair"s 4/1 were 671 ohms and 4/7 were 1,103 ohms. There were no traumas or falls reported related to the issue. The rep. Increased the voltage to 3.0 volts with values from 19,000 to greater than 40,000 ohms with 4/1 while 4/7 was showing normal impedance values. The rep reprogrammed 4/1 allowing the consumer to feel some stimulation on the right side. The healthcare provider (hcp) was going to be seeing the consumer so the rep. Was going to document any further information they found out if needed. Relevant medical history includes failed back surgery syndrome

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.